Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on (B)(6) 2019, she received "lo" (readings less than 40 mg/dl) for a long time. Customer did not experience any symptoms and called her diabetologist who advised to scan after 30 mins. After 30 mins there was no change in the sensor reading and the ambulance was called who obtained a reading of 429 mg/dl on the hcp meter compared to sensor result of "lo". Customer was treated with unspecified "emergency syringe" by a non-hcp and the doctor stated that there was a "error in the measurement with the blood sugar system". Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported that on 06-aug-2019, she received "lo" (readings less than 40 mg/dl) for a long time. Customer did not experience any symptoms and called her diabetologist who advised to scan after 30 mins. After 30 mins there was no change in the sensor reading and the ambulance was called who obtained a reading of 429 mg/dl on the hcp meter compared to sensor result of "lo". Customer was treated with unspecified "emergency syringe" by a non-hcp and the doctor stated that there was a "error in the measurement with the blood sugar system". Based on the information provided, there was no report of death or permanent injury associated with this event.